Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in pacing impedance and increased capture threshold was observed on the left ventricular (lv) lead. The issue was resolved by programming the device to vvi. The patient was in stable condition and experienced no adverse health consequences.